Event description:
A ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, visualization of foam particles was observed. In addition to the above, an error code was present, device was noisy and a blank screen was observed. The device was discarded.

Manufacturer narrative:
Service technician.